Manufacturer narrative:
The insulin pump was monitored for 24 hours and no low battery alert was present. The insulin pump was received with all operating currents within specifications. The device passed the self-test, basic occlusion test and displacement test. The insulin pump did not have a motor error alarm. The device was unable to prime during priming test due to moisture damage on the force sensor resistor. The excessive no delivery test and occlusion test were unable to be performed due to prime anomaly. The motor was tested outside of the device and passed. There was no moisture damage on the electronics assembly or motor assembly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and minor scratches on the lcd window.

Event description:
Customer reported via phone call motor error alarm, cosmetic damage and moisture damage on the insulin pump. Customer's blood glucose level was 300 mg/dl. Troubleshooting for motor error was performed. Customer advised they were able to complete the rewind process. Customer performed the displacement test and manual prime successfully. Troubleshooting for cosmetic damage was performed. Customer advised they noticed a crack on the device and were not sure how it occurred. Troubleshooting for moisture damage was performed. Customer advised there was fluid under the display screen. Customer advised the type of fluid the insulin pump was exposed to was sweat. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.